Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Report received that ventilator had an blank display while in use on a patient. The ventilator was still ventilating the patient. The patient was not harmed or injured as a result of the event.